Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were sticking and the battery life was shorter than usual. Customer also reported that the insulin pump's reservoir compartment was cracked. The customer stated that he has a very physical job and the damage occurred while he was working. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but will not return the device for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked case and a cracked reservoir tube window corner.